Event description:
The complainant reports an under delivery. The reporter indicated that the nurse performed an accuracy test using a measuring cup and enteral feed. The pump read dose fed 200cc, but 100cc remains in the feeding bag. A bolus feed was given.

Manufacturer narrative:
(B) (4): the device reported, list number 53583, is an abbott product that is marketed internationally which is the same or similar to device, list number 55239, that is marketed domestically. (B) (4)